Event description:
It was reported that the patient fell down the stairs in 2008. The patient stated that she broke the device and ¿only two of eight leads were working.¿ the patient stated that ¿they replaced the lead with a 16.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3998, lot# v041066, implanted: (B)(6) 2007, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).